Manufacturer narrative:
Concomitant medical products: product ID: dtba1qq ICD implanted: (B)(6) 2015, 429888 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an episode of high rate-non sustained showing oversensing. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.